Event description:
Called to room by rn because patient's spo2 dropped to the mid 80%'s. Fio2 was increased by rn to 100%. The patient's spo2 dropped to 60% while assessing. Patient was then ambued, lavaged and suctioned in order to increase spo2 to 100%. The ventilator was troubleshoot-ed and found to be analyzing fio2 at 21% with dialed fio2 at 100%. The vent was replaced and sent to biomed. The desaturation was transient. There was no injury to the patient. The equipment was removed from the clinical area after troubleshooting revealed the fio2 delivery was inaccurate.